Event description:
The customer reported rewinding the insulin pump and then receiving a motor error alarm. The customer was unable to rewind the insulin pump and was advised to return the pump for replacement and analysis. No blood glucose value was provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional tests could not be completed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).